Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a supraventricular tachycardia procedure, when the catheter reached the target, the surgeon could not discharge when stepping on the foot pedal causing a procedure delay. The impedance of the radio frequency instrument was out of range, the real-time impedance showed 103. The problem could not be solved by debugging the radio frequency instrument and replacing the wire or by replacing the catheter. The ampere generator was replaced and the issue was resolved and the procedure was completed with no adverse patient consequences.